Event description:
Multiple pump motor stalls were reported, and the patient felt like she had gotten "a big dose of drug." Motor stalls with recoveries were recorded in the event logs; however, the last motor stall, which had occurred yesterday in the afternoon, did not recover. It was reported that yesterday the patient had heard an alarm every hour, but as of the date of this report the patient heard it every ten minutes. The patient was reported to have been shaky, weak, very sore, dizzy, and with slurred speech. Programming the pump to minimum rate mode was recommended, and the possibility of replacing the pump was considered. The medication used within the system was baclofen and dilaudid. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8709, lot # l73872, implanted: (B)(6) 2000, product type catheter. (B)(4).